Event description:
It was reported that the pack of bd nano¿ 2nd gen pen needle had 62 mixed products. The following was translated from german to english: a patient returned the package to the pharmacy stating that it contained mixed needles in two different sizes.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was repored that the pack of bd nano¿ 2nd gen pen needle had 62 mixed products. The following was translated from german to english: a patient returned the package to the pharmacy stating that it contained mixed needles in two different sizes.

Event description:
It was reported that the pack of bd nano¿ 2nd gen pen needle had 62 mixed products. The following was translated from german to english: a patient returned the package to the pharmacy stating that it contained mixed needles in two different sizes.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14dec2023. H.6. Investigation summary: h3 other text : see h.10.